Event description:
Additional information was received which stated the lead was explanted and replaced which addressed the issue.

Manufacturer narrative:
The reported event was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.